Event description:
On 17 sep 2009, the sales rep performed a kit inventory and returned parts that were worn. Upon further investigation on 7 dec 2009, this path finder extender sleeve was broken at the tip with a piece missing. This malfunction has been associated with an adverse event in the past. There was no pt involvement in this incident.

Manufacturer narrative:
No pt involvement. Device is an instrument and not implantable. A review of the device history record indicates the part met spec. Visual examination of the returned device indicates the tip is broken. An engineering investigation determined the cause for broken tips to be design and/or tolerance related issues, leading to potential stress risers in the part geometry and inadequate interface between the screw head and extender sleeve. As a result of the investigation, changes to the tip geometry to strengthen the tip and improve the interface to the screw head, were completed in march 2009. The returned part was found to have been manufactured prior to the design changes.